Event description:
It was reported that the patient had a artificial urinary sphincter explanted and replaced with a 3.5cm cuff due to recurring incontinence resulting from the cuff being too large. No further patient consequences were reported in relation to this event.

Manufacturer narrative:
Additional components: model/catalog description: balloon fgs 61-70cm; model number: 72400024; batch/lot number: 787008001. Model/catalog description: control pump fgs iz; model number: 72404127; batch/lot number: 824882014.

Event description:
It was reported that the patient had a artificial urinary sphincter explanted and replaced with a 3.5cm cuff due to recurring incontinence resulting from the cuff being too large. No further patient consequences were reported in relation to this event.